Event description:
The device was received with no information.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The motor stall was due to the shaft bearing. According to a print report, the pump contained fentanyl.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and complex regional pain syndrome type 1. The patient reported they had surgery to replace their broken pump. No further complications were anticipated/reported.

Manufacturer narrative:
The event date was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient's first pump stopped working. Additional information was received from a consumer indicated that the patient was receiving fentanyl via an implantable infusion pump. It was reported that the pump's motor locked up or quit a couple days before the pump was replaced. The issue was reported to be resolved. No further complications have been reported as a result of this event.